Event description:
It is reported that during an amputation procedure of the right hand third finger, the nitrous hose to the saw developed a weak area while in use causing a spot to pop like a balloon. A hose jarring saw and cutting the pt's hand required stitches to repair the laceration.

Manufacturer narrative:
This report will be amended when our investigation is complete.